Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, only the white link was present on the needle. The device was removed over a guide wire and a second proglide device was attempted, but resulted in another needle-to-cuff miss; when the needle plunger was removed, only the white link was present on the needle. The device was removed and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.